Event description:
It was reported that the stenoscope system had lines in the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.